Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that as she was loading the serter, the needle broke off the serter. She pressed the eject button many times and it finally shot out. Customer's blood glucose level was 100 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Unable to confirm insertion complaint due to the complaint against sen-serter. The customer returned the sensor only. No insertion needle returned.